Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states the patient tested 5.8 inr on the coaguchek xs system while a comparison lab returned as 3.0 inr. The patient's warfarin dose was adjusted based on the lab value. No adverse event reported. Requested return of suspect system.